Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange from textured to smooth implant due to the patients concern with the product. Healthcare professional later reported rupture. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: n/a, contralateral side rupture; right side rupture discovered during surgery. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as surgical impact opening and missing assessed as inconclusive. Shell thickness was within specification). As per the investigation procedure crease, wear abrasion and no penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b3, b6, b7, d9, h3, h6, h11.

Event description:
Healthcare professional reported right side exchange from textured to smooth implant due to the patients concern with the product. Healthcare professional later reported rupture. The device has been explanted.